Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer tested positive with a 3rd party at-home test and then tested negative with the bd veritor ¿ at-home covid-19 test. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "my friend was exposed and tested positive on a siemens test, and then did this one and the app called it negative." Eua (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer tested positive with a 3rd party at-home test and then tested negative with the bd veritor ¿ at-home covid-19 test. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "my friend was exposed and tested positive on a siemens test, and then did this one and the app called it negative" eua(B)(4)

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had a negative result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.